Event description:
It was reported that the device gave an alarm with displayed message of "error 1871". No known adverse effects to patient.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Error code "1871" was found recorded in the event log. The customer?s reported problem was confirmed. Error code "1871" alarmed when infusing the customer's device. The root cause of the reported issue was found to be faulty motor. Actions were taken to mitigate the reported issue: faulty motor was replaced.

Event description:
It was reported that the device was showing error 1871 while running. No patient injury was reported.